Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the handpiece device stopped working. There were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device ran intermittently, had excessive soap residue, medical debris and corrosion in the motor assembly. Therefore, the reported condition was confirmed. It was also determined that the corrosion in the motor assembly caused the failure of the device. The root cause of this failure is corrosion which was observed and is a typical result of insufficient cleaning after clinical procedures. Normal cleaning by the customer is expected to reduce or remove this debris. The assignable root cause was determined to be due to failure to follow cleaning, sterilization, and/or maintenance procedures per the directions for use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.